Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract and the needle appeared to be crushed. This was discovered after use. The following information was provided by the initial reporter: material no.: 382533 batch no.: 9319742. It was reported that the needle failed to retract and that the needle appeared to be crushed.

Manufacturer narrative:
H.6. Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract and the needle appeared to be crushed. This was discovered after use. The following information was provided by the initial reporter: material no.: 382533 batch no.: 9319742. It was reported that the needle failed to retract and that the needle appeared to be crushed.